Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported the pulsavac packet was opened to discover black powder. Therefore, they decided to put it aside for zimmer to inspect. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the device history record for 00515048200, lot number z000007401, identified no relevant deviations or anomalies. Product examination could not be performed as there was no product returned for this complaint. This complaint cannot confirmed. The root cause of the reported event could not be determined as there was no product returned for this complaint. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Device not returned for evaluation.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
When the unit was opened, it was noticed that black powder was all over the product. On closer inspection, it was noticed that the black powder came from the battery pack that looked like it had exploded (hence the product being broken).